Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, initial threads of the implant stripped and sheared, which did not allow cage to expand. The implant was then completely explanted; and was replaced by another product. No patient complications were reported.